Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. As a result, the patient will undergo an explantation procedure on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received the associated account information. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 3/27/2018, mentor received additional information regarding this event. The device was replaced with a mentor smooth round moderate profile 350cc saline implant, catalog # 3501655, s/n: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. As a result, the device was replaced on (B)(6) 2018 with a mentor smooth round moderate profile 350cc saline implant, catalog # 3501655, s/n: (B)(4). The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).